Event description:
On (B)(6) 2015, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021, non-contrast CT, MRI, and echocardiography showed there was a lack of device apposition on the distal side of both right and left legs. A distal type I endoleak was suspected. The aneurysm diameter had reduced to 52.8 x 59.6 mm. On (B)(6) 2021, a reintervention was performed. Although distal type I endoleaks were suspected, they were not confirmed on imaging. Additional stent grafts were placed both into the proximal and right distal sides as preventive treatment. The patient tolerated the procedure.